Event description:
It was reported that the patient's generator was moving around in her chest pocket and was protruding. The physician speculated that the device migration/protrusion may have been due to patient physiology, but the physician also had not observed the migration/protrusion. The patient reported later that her device had been migrating more, and the physician was reportedly concerned about the amount of generator movement in the possibility of it causing injury to the patient. No surgery has occurred to date.